Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, increased capture threshold was observed on the right ventricular (rv) lead. The lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.